Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement however, the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation (unsafe shutdown), power error 75 during the self test, and power error 25 during testing. The pump the trace and history files were successfully downloaded using thump. A review of the pump history files reveals on 7/16/2024 there were two pump error 75 alarms (13:15 and 13:26) and experienced two unexpected unsafe shutdowns (pump error 68 alarm, pump error 49, pump error 23 alarm, set time, and then active insulin cleared alert sequence) at 13:12 and 13:46. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) with corrosion on the j6 connector on pcb 1. The corrosion has caused the j6 (lithium backup battery) connector to brake off/separate from the pcba 1. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms), pump error 25 alarm (during testing), and pump error 75 alarm during the self test are due to the corrosion damage causing the j6 connector of pcba 1 being broken off. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked down arrow button keypad overlay. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms), pump error 25 alarm, and pump error 75 alarm during the self test are confirmed due to the j6 (lithium backup battery) connector corroded and broken off of pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75. The customer reported no adverse event. The event involved product(s) mmt-1886.troubleshooting was performed for allegation and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.